Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Continuation: e2dr01 implantable pulse generator (ipg)  2006-(B)(6), 5554-53 implantable pacing lead 2006-(B)(6). (B)(4).

Event description:
It was reported that the patient felt dizzy, fell, and suffered an injury to the face. The patient was admitted to the hospital and pacing failure was confirmed. The right ventricular (rv) lead impedance was high and the lead was found to be fractured. A polarity switch occurred, noise and ventricular high rate episodes were noted, and oversensing was found with stress tests. Programming was adjusted and a temporary device was used. The lead was subsequently capped and replaced. No further patient complications have been reported as a result of this event.